Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: italy. Domenico tigani, enrico ferranti calderoni, giuseppe melucci, alex pizzo, margherita ghilotti, alberto castelli, gianluigi pasta, federico grassi, eugenio jannelli. (2024) treatment of periprosthetic hip fractures vancouver b1 and c: the significance of bicortical fixation. A bicentric study comparing two osteosynthesis systemsr. Pages 1 -7. Https://doi.org/10.1007/s00402-023-04955-2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported in a journal article that 1 patient required unspecified reintervention. Attempts have been made and additional information on the reported event is unavailable at this time.